Event description:
The customer reported that his insulin pump was not pumping adequate amounts of insulin. The customer's blood glucose was 333 mg/dl. Customer stated he had given himself a bolus delivery. The customer also stated he programmed 3 units of insulin from the bolus wizard. Troubleshooting found insulin was able to exit from the tubing. The customer also stated there was no leak present on the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.